Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.